Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The patient presented to eo with another issue. Upicds was used to infuse for approximately 14 hours before they noticed a slight leak at hub. PICC was placed on (B)(6) 2016 and no issues were noted until (B)(6) 2016. PICC line was replaced. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. The complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device history record was reviewed and no non-conformances were noted. A definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
The patient presented to eo with another issue. Upicds was used to infuse for approximately 14 hours before they noticed a slight leak at hub. PICC was placed on (B)(6) 2016 and no issues were noted until (B)(6) 2016. PICC line was replaced. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.